Manufacturer narrative:
(B)(4). The customer reported that catheter seemed to be stuck in the vein and could only be withdrawn from the patient under echo guidance. Physician is not sure why it was stuck however he thinks that the tip of the catheter was stuck in the vein. No impact of the patient reported. The returned c3 nav variable lasso catheter passed deflection test but failed contraction test due to lasso loop is out of shape. This could have been caused by the excessive force during the event (stuck in the vein). The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed. However the catheter was received from the customer with the lasso loop out of shape, it seems that was pulled and/or overforced.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during an a-fib procedure, the lasso catheter seemed to be stuck in the vein and could only be withdrawn from the patient under echo guidance. The physician was not sure why it was stuck, however, he thinks that the tip of the catheter was stuck in the vein. No patient injury was reported. The visual inspection of the returned catheter showed that the lasso catheter had an irregular loop. The preliminary lab evaluation indicated that the catheter failed the contraction test, lasso loop out of shape, failed contraction test and passed un-contraction test. Dissection: shows that the lead wires are wrapped around the braided polyimide tubing also contributing to the open contraction.